Event description:
It was reported that the event involved a male pt during dialysis. The md inserted the catheter via right internal jugular with no issues on (B)(6) 2011. The md stated the catheter was working successfully until (B)(6) 2012 when the venous extension was broken on the distal part, split, near the luer connection. As a result, the part was replaced with a car-2800 successfully. No report of pt death or injury. Medical/surgical intervention was required. It is unk if there was a delay or interruption in therapy. The pt outcome is unk. Additional info received on (B)(6) 2012 states there was no delay in therapy reported. The event happened during dialysis; blood loss/air bubbles appeared. There was no pt complications. The pt outcomes is okay.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.